Manufacturer narrative:
(B)(4). Batch # m5426a. The analysis found that one plee60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was loaded with a black cartridge and the first firing went fine. On the second firing with another black reload, the device fired and was removed from tissue. On inspection of the staple line, the surgeon noticed only one row of staples was deployed on the patient side. The device and spent reload were set aside. A second device of the same product code was pulled and loaded with a black cartridge. The surgeon fired another black cartridge medially to the single staple line from the second firing for reinforcement. The second device was used to complete the procedure without further incident. No additional information is available. There were no adverse consequences for the patient.